Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error, button error, and an unspecified error. The customer's blood glucose level was unknown at the time of the incident. The customer informed that the insulin pump rejected new battery. The customer stated that the battery cap was not able to be screwed all the way down for the insulin pump to work and it would need to be partially screwed in. The customer also received an code error when changing the battery but does not remember which it was. The device will not be returned for analysis.